Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and it was removed the same day. Additional information was requested but none forthcoming. If any additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Visual inspection of the returned product showed that one haptic and half of the other haptic was torn off and missing. There was a clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.